Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted two sutures and two needles. Upon microscopic inspection of the loops, one loop appears to have broken under tension; the broken loop showed evidence of material transfer indicative of proper welding. A microscopic inspection of the sutures was performed with no abnormalities. The suture strands were received engaged with the respective needle. Laced through loop testing was performed on the unused samples and the results exceeded the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures; additionally, a review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic mini bypass. When suturing the anastomosis, the loop of the suture broke each time. There was not excessive manipulation to the loop but it broke with three sutures. An additional suture of a different product ID and lot number were used to complete the procedure. No patient injury or extension in surgical time. Patient status is alive, no injury.